Event description:
One patient with discrepant results on two different samples. Initial results reported. No adverse events reported in association with the incorrect results. First sample collected: initial albumin 3.1 g/dl, repeat 4.5 g/dl; initial calcium 9.8 mg/dl, repeat 11.1 mg/dl. Second sample collected: initial calcium 9.9 mg/dl, repeat 11.1 mg/dl. Field service representative determined root cause to be bent probe which was replaced. Performance tests were performed.